Manufacturer narrative:
The handpiece was received at the MFR for service and eval. During the investigation, a run-on condition was found. Based on the investigation details, the likely cause was the anti-rotational pin fell out, which attached to the trigger magnet. The pin then lodged itself between the trigger magnet and housing, and that effectively caused the run-on.

Event description:
The handpiece was returned to the MFR for service, and during the investigation, the device continued to run on its own. There was no pt involvement during this event. This did not occur during a surgical procedure. There were no adverse consequences as a result of this event.